Event description:
The customer reported that during pt use the tube developed a cuff leak which lead to an alarm low pressure on the pt. On (B)(6) 2012, new info was provided and the customer confirmed that the pt is fine as he did not desaturate. It was also confirmed that the reported issue was discovered during routine replacement, 29 days, as suggested in directions for use. It was confirmed that the cuff deflated during routine replacement efforts.

Manufacturer narrative:
Conclusion not yet available-eval in progress.